Event description:
The customer reported the ventilator power cord was glowing red when plugged into an ac outlet. The customer also reported there had been sparking observed while plugged into ac power. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The customer unplugged the power cord from the wall and removed it from use on the ventilator. The customer requested the manufacturer's service technician not plug in the power cord to attempt to duplicate the reported problem. The service technician replaced the power cord as a precaution for the customer's reported finding. During failure analysis of the power cord, visual inspection revealed evidence of physical damage to the ground post and the neutral post. Testing of the power cord revealed an intermittent connection at theneutral post. It appears the power cord has been abused which has created an intermittent internal connection at the neutral post.